Manufacturer narrative:
Device evaluation of belt sn (B)(4) as been completed. The reported problem (constant gong alarms / false asystole events) was confirmed. As received, the belt failed the current check test. Upon evaluation, the c724 capacitor was shorted on the distribution node (dn) pca board. The cause of the constant gong alarms, false asystole events, and current test failure is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and false asystole events.